Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
Whilst gathering information for (B)(4), it became apparent that this event has occurred previously at this hospital but was not reported by the customer,screws used distally cracked the medial cortex during insertion. No other details are known at this time . The rep has asked the surgeon regarding this event. He cannot remember much, just that it was last year and it was a dhs procedure and that they used 4.5mm cortical screw. He cannot remember any patient details, but confirms there was no adverse event.